Manufacturer narrative:
Although requested, the electronic log files from the AED have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED is flashing red and is reporting "replace battery pack now warning". They reported this did not occur during patient use.